Event description:
Caller alleged discrepant results using the inratio meter. Results as follows: date: (B)(6) 2011, inratio: 0.7, lab: 1.4. Tests done 30 mins apart. Pt was in the hospital for a hip replacement. She was discharged on (B)(6) 2011 where the hospital had her inr = 1.2. Pt was tested on the inratio meter on the same day and obtained the same result; inratio = 1.2. Doctor increased pt's coumadin dose on (B)(6) 2011. Nurse stated that it is not possible for pt's inr to decrease after increasing her dose. Pt's hematocrit is probably around 26-27%.

Manufacturer narrative:
Pt is taking allegra, metoprolol, neurontin, hydrochlorothiazide, and oxycodone since being discharged from hospital. Per product user guide. "Certain prescription drugs and over-the-counter medications (e.g., antibiotics, pain relievers) can affect the action of oral anticoagulants. Starting, stopping or changing the dose can affect the inr value." Pt's hematocrit is about 26-27%. Per product user guide: limitations, hematocrit ranges between 30-55% will not affect test results." Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2011, inratio: 1.2., reference: 1.2., mean: 1.20., confidence limits: 1.0 - 1.5. (B)(6) 2011, 0.07., 1.4., 1.05., 0.8 - 1.2. The mean of the inratio meter and comparative system inr were calculated. For b, both inratio and reference values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy testing as part of the complaint investigation. Recent test conducted on lot# 257061 on 8/25/2011, met accuracy criteria. Test results are as follows: donor 94 = 3.7, 3.7, 3.4 inr; donor 95 = 1.5, 1.5, 1.5 inr. At least two out three replicates are within the allowable bias (+/- 1.0) of reference results for donor 94 (3.41 inr) and donor 95 (1.42 inr), respectively. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. No product was expected to be returned. Retain strip testing results met accuracy criteria. Pt was identified as being anemic. As stated in the product insert, hematocrit ranges between 30 - 55% have been shown to not affect inratio test results. Pt's condition as a cause of the unexpected results cannot be ruled out. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4) no further action is required at this time. This issue will be subject to tracking and trending. Corrective action not required at this time.